Event description:
It was reported that the pt experienced pain and there was a "bump" at the implant site. Per the physician the pt was to undergo a lead revision. The pt status was reported as "no injury".